Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1 h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed as unidentified (tear). Lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarifications to e.1.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.